Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline exit site infection is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU and patient manual address guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Clinical and patient factors may have contributed with no indication of a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Per the (B)(4) study, purulent drainage noted on the patient's driveline dressing in the emergency department. One dose of ceftriaxone was given. The patient was admitted and placed on doxycycline for chronic driveline infection. The driveline was cultured and on (B)(6) 2016 infectious disease consult recommended starting cefepime. On wound cultures results showed gram positive cocci in pairs and clusters, negative for growth and vancomycin was started. On (B)(6) 2016 cefepime was discontinued with the patient remaining on vancomycin until discharged on (B)(6) 2016. The patient was discharged on oral doxycycline.